Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a contralateral approach in the mid part of the vein shunt. The 90% stenosed de novo target lesion was located in the non calcified and moderately tortuous left antebrachial shunt. An unspecified balloon catheter pre dilated the target lesion at unknown atms, with 5% residual stenosis. A 6.0 x 40/40 sterling otw balloon catheter was inflated to 6atms, but the target lesion was not dilated enough. During the second inflation at 14atms a balloon rupture occurred. The sterling balloon catheter was removed intact. Angiograph revealed that the target lesion was sufficiently dilated. No patient complications were reported and the patient's status is listed as good.